Manufacturer narrative:
(B)(4). The device has been received. Investigation is not yet complete. The receiver data log was provided. The compliant of a failed transmitter error was confirmed; however, a root cause could not be determined. A follow-up will be submitted upon completion of device analysis.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver displayed a failed transmitter error. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the test failed. The reported event of a transmitter failed error was confirmed. The root cause was determined to be a defective transmitter.